Manufacturer narrative:
H3: pending investigation, h7: z-0019-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2014. In 2018, asymmetry was observed in the poly and there was pain and inflammation in the knee. In 2020 the patient continued to have pain and inflammation in the knee. The patient was revised on (B)(6) 2021. No patient information provided.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear of the tibial insert possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear cannot be determined because minimal information was provided, the revised components were not returned for evaluation, and no radiographs were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear of the tibial insert possibly due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause of the prosthesis wear cannot be determined because minimal information was provided, the revised components were not returned for evaluation, and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.